Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer states that this is the second time he has called he thinks that the problem is with the reservoirs they are freezing up and he has gone through a box of reservoirs and infusion sets. The customer stated last night he got a "no delivery" alert and he changed the reservoir and now he's getting "no delivery" alarm again during normal use. The customer reported that the no delivery alarm was not resolved by changing reservoir. The reservoir will not be returned for analysis.